Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The distal insulation was abraded from 29.2 cm to 29.3 cm from the connector pin which could have resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited low impedance and noise. The lead was explanted and replaced.